Event description:
It was reported a 6f angio-seal vip vascular closure device was used to sealthe arteriotomy site post cardiac intervention procedure (pci). Two hours later, the patient was ambulated and developed a hematoma, the size of a baseball. Manual compression was applied for 45 minutes and the hematoma was expressed. The patient was discharged the next day. Reportedly, the patient was recovering.